Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery with the product in question. During the surgery, when drilling the acetabulum, the drill tip broke off at its root, and the root remained inside the shaft and could not be removed. There was no effect on the surgery. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, it was reported that the patient underwent the surgery with the product in question. During the surgery, when drilling the acetabulum, the drill tip (227456000) broke off at its root, and the root remained inside the shaft and could not be removed. There was no effect on the surgery. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the quickset flex dr sft qck cple has not external damaged, only wear marks were found as normal use. A fragment of quickset 3.8 dimtr dr bit 25mm was found within the assembly section of the quickset flex dr sft qck cple. Based on this condition found, it could have gotten stuck inside the quickset 3.8 dimtr dr bit 25mm. No other defects were observed. The pinnacle hip solutions surgical technique (B)(4)) was reviewed, following statement was found: the drill bit is controlled by the drill guide as it passes through selected holes into the acetabulum. By seating the drill bit completely into the guide, holes corresponding to the effective length of the drill bit will be created. The observed condition of the device was consistent with a component failure that may have been caused with off axis insertion and levering using unintended forces, therefore causing stress, mechanical deformation and finally breakage. The overall complaint was confirmed as the observed condition of the quickset flex dr sft qck cple would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.